Event description:
Event description guidant received information that the patient with this right ventricular lead had an impedance measurement of <100 ohms in bipolar configuration. The lead configuration was reprogrammed to unipolar which resulted in an impedance measurement of 300 ohms. At a check-up approximately one month later, the ventricular lead impedance was measured at <100 ohms in bipolar configuration and at >2500 ohms in unipolar configuration. The clinician indicated that it was difficult to see pacing spikes and they were unable to confirm capture. There were no adverse patient effects. Technical services advised the clinician that the ventricular lead may be fractured and recommended reviewing closely on x-ray.